Manufacturer narrative:
Device not received yet for evaluation.

Event description:
It was reported that the proximal part of the subject catheter was found broken when removed from the patient upon completion of the procedure. The patients medical condition was good and there were no clinical consequences to the patient.

Event description:
It was reported that the proximal part of the subject catheter was found broken when removed from the patient upon completion of the procedure. The patients medical condition was good and there were no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d2 common device name - updated d2 product code ¿ updated d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated g4 PMA/510(k) or bla # - updated the device was returned in the dispenser hoop. The lot number was confirmed with the packaging returned with the device. During visual inspection the catheter shaft was found broken fractured at 6.5cm from the proximal end of the hub. Functional inspection was not required as the defect was visually confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was confirmed that the device was broken /fractured at the proximal end. It is probable that the device was broken during removal from the patient. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.